Manufacturer narrative:
The insulin pump was monitored for several days and no display anomaly was noted. The insulin pump had normal operating currents. No damage was noted to the liquid crystal display isolation tape. No unexpected battery alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 118 mg/dl at the time of the incident. Customer had to change the battery and has gone through 6 batteries. Customer received a black screen that turns off and shows up every 10 seconds. Customer stated that the drive support cap appears to be recessed. Troubleshooting was performed and the customer inserted a new battery into the pump. Customer stated that the display did not return. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.